Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to inadequate vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).